Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, anxiety, depression, alcoholic, anorexia, back injury, back pain, diarrhea, tendency to bruise easily, epistaxis, gastroenteritis, vomiting, nausea, nocturia, arthroscopy, wisdom teeth removal, attention deficit/hyperactivity disorder, generalized anxiety disorder, panic attacks, insomnia, major depressive disorder, personality disorder, post-traumatic stress disorder, major depressive disorder, suicidal ideation, tachycardia, hypotension and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (unilateral salpingo-oophorectomy, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received: outcome of event, "pelvic pain" was changed to "recovered/resolved". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was updated. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.